Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately seven years post implantation, without an external event or trauma, the patient began to experience pain in the knee. Xray images revealed that the femoral stem had fractured and one week after pain onset, the patient was revised. The femoral stem, femoral component, and articular surface were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Patient was born in 1949. Concomitant medical products: unknown rotating hinge knee femoral component size d, catalog#: ni, lot#: ni. Unknown rotating hinge knee tibial component gr3, catalog#: ni, lot#: ni. Unknown rotating hinge knee tibial stem 10x100, catalog#: ni, lot#: ni. Unknown nexgen articular surface 12mm, catalog#: ni, lot#: ni. Unknown nexgen patella gr 35, catalog#: ni, lot#: ni. Unknown cement, catalog#: ni, lot#: ni. Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and an updated report will be filed under MFR number 0002648920-2022-00241.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and an updated report will be filed under MFR number 0002648920-2022-00241.

Manufacturer narrative:
Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02989. Customer has indicated that the product will not be returned for evaluation as the product has not been returned by the patient. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately seven years post implantation, without an external event or trauma, the patient began to experience pain in the knee. Xray images revealed that the femoral stem had fractured and one week after pain onset, the patient was revised. During the surgery, a periprosthetic femur fracture was also noted which was repaired with a cable cerclage fixation procedure. The femoral stem, femoral component, and articular surface were replaced. Due diligence is complete as multiple attempts have been made; no further information has been made available.